Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's bg specific value displayed "high" but was unknown. A correction injection via manual injection was administered to address bg level.customer was not successfully able to load a new cartridge as the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.